Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicectomy since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel sensitivity"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), vulvovaginal pain ("vaginal pain, pain"), abdominal pain lower ("severe cramping"), pruritus ("rashes or skin conditions type: itchy skin") and rash ("allergic or hypersensitivity reaction type: rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral essure microsurgical removal) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, rash, migraine and fatigue was resolving and the allergy to metals, pruritus and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset and removal dates updated, lot number, concomitant disease, new events vaginal haemorrhage, menorrhagia, allergy to metals, pruritus, rash, migraine, fatigue and headache added. Outcome for the events genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, rash and fatigue updated to recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in a 34-year-old female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicectomy since (B)(6)2012. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel sensitivity"). In (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), fatigue ("fatigue") and headache ("headaches"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), vulvovaginal pain ("vaginal pain, pain"), abdominal pain lower ("severe cramping"), pruritus ("rashes or skin conditions type: itchy skin") and dermatitis allergic ("allergic or hypersensitivity reaction type: rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (bilateral essure microsurgical removal) and surgery (novasure endometrial ablation). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, dermatitis allergic, migraine and fatigue was resolving and the allergy to metals, pruritus and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dermatitis allergic, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed in november 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.